Event description:
It was reported that during the procedure, the coil (subject device) possibly protruded from the aneurysm and got caught on the tip of the microcatheter. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The coil was not returned with the other coil and microcatheter used in the procedure. It is probable to that the coil was caught on the tip of the microcatheter when it accidentally moved out of the aneurysm. Therefore, an assignable cause of damage by other device has been assigned to this investigation. H3 other text : coil not returned for analysis.

Manufacturer narrative:
This is 2 of 3 reports.

Event description:
It was reported that during the procedure, the coil (subject device) possibly protruded from the aneurysm and got caught on the tip of the microcatheter. The physician used a snare device to remove both the coil and microcatheter from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.